Event description:
It was reported that the right ventricular (rv) lead had low impedance. The lead was capped and was replaced with a new lead. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 4524-45 implantable pacing lead (B)(6) 2001. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.